Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the patient cassette solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The patient cassette connects the fresh gas inlet and the volume reflector to the patient inspiratory/expiratory tubing. It consists of inspiratory/expiratory one-way valves, apl/peep valve and an expiratory flow transducer. The malfunction of mentioned part will not affect ventilation. This part is only for measuring purposes. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/18/2022; corrected manufacture date: 01/31/2022.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test, the flow transducer test and the leakage test during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).